Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device found no kinks or damage along the shaft. An examination of the crimped stent identified that the struts at proximal edge of the stent were raised and misaligned. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that a difficulty crossing event occurred. Vascular access was obtained via femoral artery. The 20mm x 3.0mm, 90% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery. A 3.00x24mm promus element stent delivery system was selected to treat the lesion but could not cross. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.